Manufacturer narrative:
No findings possible, as the damaged part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that prior to a procedure, the surgeon noticed a loose spring in the patient reference frame. There was no patient present when this issue was identified. No additional details were provided.